Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v533702, implanted: (B)(6) 2010, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the hcp told the patient he didn¿t think the system was really doing anything or working. The patient wanted someone to check the system, and it was noted that the patient had not been able to fully evacuate her bladder. It was reported that ¿it backed up into her kidneys¿ and she had been in and out of the hospital for the last month due to a kidney infection. Additional information has been requested, but was not available as of the date of this report.